Event description:
It was reported that pump had multiple physical issues after warranty expired, which led to frequent charging problems, near shutdowns from low battery, and disruption to normal activities due to repeated need to disconnect from insulin delivery to charge pump. No information was provided regarding any impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.